Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event; programmer passed incoming functional testing. Two different usb (universal serial bus) drives were inserted and removed (both usb ports tried) several times without shutdown. Analysis found both latch tabs were broken off of the power cord bay door. The stylus pen failed to calibrate; stylus found out of electrical specification. (B)(4).

Event description:
It was reported that the programmer shut off when the universal serial bus (usb) was added. It was further reported that the programmer would also not boot back up after trying all available plugs at the clinic. It was noted that the programmer has since turned on, and that this behavior has been seen several times in the past; however, it would always turn back on. The programmer has been returned for repair. No patient complications have been reported as a result of this event.